Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported to have received a motor error alarm. No further information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted, motor was tested outside the device and passed. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, stained end cap sticker and keypad overlay scratched.